Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she needed help priming the infusion set. The patient's blood glucose at the time of call was 459 mg/dl. The customer was successfully assisted with filling the reservoir and priming the infusion set, delivering a bolus, clearing a low reservoir alarm, and setting the fill cannula amount to the correct setting. No products were shipped or returned.